Event description:
Facility alleges hemolysis. Nurse reported that pt received uneventful dialysis treatment in the morning. Was nauseated and had an emesis post treatment. Later that day he became progressively worse. Was admitted to the hospital for hemolysis. Report indicates that there was a kink in the arterial line. Nurse was called for clarification, she reported that the segment of the line between the pump and the dialyzer was noted to be twisted then was straightening during treatment. Facility has actual sample available for investigation. Self stamped envelope sent for sample.